Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint; however, evaluation/investigation has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, prior to anesthesia administration and prior to ports placement, the force bipolar (fb) tips did not open. The customer used a backup fb instrument to continue with the planned procedure. The instrument was not used on the patient. The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no abnormality noted with the fb instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. After visual inspection, the instrument was found to have one severely bent grip causing misalignment of the grips preventing tips from properly open and close as reported by the customer. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage.